Event description:
Meter would not power on. Pt stated the problem began approx 2 weeks prior. They stated that they take a set amount of oral and insulin and continued regimen of glucophage and glucotrol, each 3 times a day and humulin 75/25 10 units 3 times a day. One day the patient began to feel shaky and dizzy so went to physician to test blood sugar, the result was in the 200-mg/dl range. The physician treated pt with insulin (amount unknown). The issue wtih the meter was not resolved with troubleshooting.